Event description:
It was reported that a user of the ilet bionic pancreas with a dexcom g7 experienced recurrent nocturnal hypoglycemia with sensor readings in the 40¿50 mg/dl range, followed by rebound hyperglycemia above 400 mg/dl after disconnecting from the infusion set during lows and forgetting to reconnect, with noted roller-coaster glucose patterns and nonstandard use of meal announcements for high readings. Symptoms included low and high blood glucose. Outcomes included product troubleshooting and user education, with referral to clinical management and discussion of a factory reset. Investigation included technical support review of reported use patterns and clinical troubleshooting. Investigation of this case revealed use errors related to intentional pump disconnection and delayed reconnection, with cause of hypoglycemia not fully determined. It was concluded that the event involved user-related use issues with unclear root cause for the hypoglycemia and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.